Event description:
A report was received that the patient was to undergo a revision due to the ipg being too close to the surface. Upon inspection, it was found that the ipg incision site was opened and the ipg was visible. The opening was about the size of a dime. The physician replaced the ipg and the ipg pocket site was moved further away from the incision site.

Event description:
A report was received that the patient was to undergo a revision due to the ipg being too close to the surface. Upon inspection, it was found that the ipg incision site was opened and the ipg was visible. The opening was about the size of a dime. The physician replaced the ipg and the ipg pocket site was moved further away from the incision site.

Event description:
A report was received that the patient was to undergo a revision due to the ipg being too close to the surface. Upon inspection, it was found that the ipg incision site was opened and the ipg was visible. The opening was about the size of a dime. The physician replaced the ipg and the ipg pocket site was moved further away from the incision site.

Manufacturer narrative:
The ipg passed visual and performance tests performed. There was no report of ipg malfunction in the reported complaint, only that the incision site was open and the device was exposed. A review of the sterile record of the device found no manufacturing defect as the source of the reported complaint.